Event description:
Pt reported that the omnipod would disconnect and would not give him an alarm which caused ketoacidosis twice. Reason for use: subcutaneous insulin delivery. On (B)(6), 2014, the pt reported to supplier that insulet's omni pods which were shipped to the pt. On (B)(6), 2013 would disconnect and would not give an alarm. As a result, the pt reported that ketoacidosis occurred twice. Pt was using insulin. Other products and/or devices unk.